Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 10/20/2015 with the following findings: device evaluation: on investigation, the display was found to be dim and discolored.

Event description:
The pump was returned for investigation. Investigation revealed pump was returned with the keypad peeling off. Dim display- letters have a red hue. This report is made based on results of investigation completed on 10/20/2015.